Event description:
It was reported that the patient was found deceased in their home by family members. The patient's controller was brought to clinic for examination, but no abnormal alarms or events were found up until the time of death. The death was not considered to be device related and the product will not be returning for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number: (B)(6), and the reported patient outcome could not be conclusively determined. It was reported that heartmate ii lvas, serial number: (B)(6), would not be returned for evaluation. The heartmate ii lvas instructions for use (IFU) lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23oct2017. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.